Event description:
The ins battery depleted in 18 months. The total device system was replaced. Additional information has been requested.

Manufacturer narrative:
Extension model 3095-10 (B)(4) implanted: 2010-(B)(6) explanted: 2012-(B)(6). Extension model 3095-10 (B)(4) implanted: 2010-(B)(6) explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 7427t (B)(4) found the battery was at end-of-service or elective-replacement-indicator and longevity was not met. Longevity was estimated at 64 months based on parameters provided, 29 months based on upper limit parameters the ins had when received for analysis. The battery did not show any signs of an internal short or any cause for premature depletion. No problems were found with this battery. Analysis of the extension model 3095-10 (B)(4) found no anomaly. Analysis of the extension model 3095-10 (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.